Manufacturer narrative:
(B)(4)

Event description:
This syncardia companion hospital cart was not in patient use. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer reported that the companion hospital cart lcd monitor will not calibrate. The customer also reported that multiple companion 2 drivers were tried on the hospital cart, but the issue did not resolve. This alleged failure mode poses a low risk to a patient because the hospital cart was not in use with a patient when the issue was observed. In addition, it would not prevent a docked companion 2 driver from performing its life-sustaining functions. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
This syncardia companion hospital cart was not in patient use. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer reported that the companion hospital cart lcd monitor would not calibrate. The customer also reported that multiple companion 2 drivers were tried on the hospital cart, but the issue did not resolve. The companion hospital cart was returned to syncardia for evaluation. During investigation testing, the touch screen calibration procedure was conducted and the touch screen would not calibrate, confirming the reported issue. The root cause was a malfunction of the lcd display module. The lcd display module was replaced, and the hospital cart touch screen performed as intended and was able to be calibrated. The hospital cart was then functionally tested and met all performance testing requirements. This failure mode poses a low risk to a patient because the hospital cart was not in use with a patient when the issue was observed. In addition, it would not prevent a docked companion 2 driver from performing its life-sustaining functions. Syncardia will continue to monitor and trend this issue as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.